Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.

Event description:
The acumatch m-series metaphyseal mill guide was placed down the femoral canal and could not be extracted even with a heavy slap hammer. An extended osteomy was performed in order to remove it. This event was received through clinical data collection activities.